Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise via reduced intrinsic complexes. The sensing vector was set to the secondary vector. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.